Event description:
Haqd synvisc injection in right knee and 2 days later started having red bumps come up on body which progressively expanded and are itchy. Bumps have appearance of hives, but are indurated, are on upper body, arms, trunk and anterior chest. Wheals vary from 1-2 cm in diameter to 5-6 cm in diameter. Fifteen lesions were injected with corticosteroids due to severe size and discomfort they were causing her. Lesions developed a "target" appearance but she has no oral lesions. Patient has family history of steve-johnson. Patient developed an allergic reaction to synvisc which caused erythema multiforme. Her son also developed erythema multiforme. Therapy start date: (B)(6) 2017. Therapy end date: (B)(6) 2017. Event abated after use stopped or dose reduced: no.